Event description:
Information received from the field notes that the patient presented in hardware back-up mode following cardioversion. Two software download attempts were made to restore the device. The downloads were successful but upon interroga- tion, the device reverted to back-up mode. The patient subsequently expired while in the hospital due to natural causes unrelated to the pacemaker.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received